Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised. One day post primary implant, patient fell and opened the surgical wound. Surgeon decided to perform an I&d with poly exchange prophylactically against infection (infection was not suspected). Rep confirmed that no further information will be released by the hospital or surgeon.